Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing inflation issues as the base of the cylinder is firm but the tip is limp and is unable to successfully penetrate, and malposition of the device resulting in discomfort from the glans. The physician inflated and deflated the device and identified that the cylinder was too short. The physician re-dilated and measured and a longer device is required to be implanted.

Event description:
It was reported that the patient is experiencing inflation issues as the base of the cylinder is firm but the tip is limp and is unable to successfully penetrate. The patient has a follow-up appointment with the physician in june. The ipp remains implanted and active.

Event description:
It was reported that the patient is experiencing inflation issues as the base of the cylinder is firm but the tip is limp and is unable to successfully penetrate, and malposition of the device resulting in discomfort from the glans. The physician inflated and deflated the device and identified that the cylinder was too short. The ipp cylinder was explanted and the physician re-dilated and measured and a new ipp longer cylinder was implanted.